Manufacturer narrative:
Correction to report type (h1) - initial report was erroneously submitted as serious injury, report type should be malfunction. The reported events failed to sense and pace following deployment of the helix were confirmed. As received, a complete lead was returned in one piece. The lead was returned with helix partially extended and clogged with tissue. Visual inspection did not find any anomalies except for damages consistent with procedural damage. X-ray inspection of the lead found inner coil was severely over-torqued at the connector region consistent with procedural damage. Electrical testing found shorting between the inner and outer coil. The cause of the reported events were isolated to the over-torqued inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure it was noted that the lead failed to sense and pace following the helix positioning. A replacement lead was used to complete the procedure.